Manufacturer narrative:
Concomitant medical product: 6947-58 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a delay between the bi-ventricular pace and the captured event - as noted on stored episodes - however paces delivered during anti-tachycardia pacing had very little latency, so it was questioned if the left ventricular lead was intermittently capturing. Isometrics with different patient positions and trying different polarities were discussed and the lead remains in use. No patient complications have been reported as a result of this event.